Manufacturer narrative:
Additional information: b3, b5, h6. One infusion pump was returned for evluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; the reported allegation was confirmed. The problem source has been determined to be a faulty air detector, which was then repaced. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Additional information was received stating incident did not occur while in use with a patient.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported complaint was noted in the event history log of the pump: medium alarm acknowledged: cannot start pump. Device underwent functional testing, confirming the reported customer complaint. A faulty air detector was noted to be the source of the complaint, which was then replaced. The problem source for the faulty air detector was determined to be unknown; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had air in line. No adverse effects were reported.